Event description:
Upon positioning the fractional flow reserve wire across the lesion-md retracted the wire and wire remnants remained within the left anterior descending coronary artery, wire tip frayed at the end once removed from body and visualized by md. Emergency open heart surgery, secondary to a fracture of wire in the left main coronary artery system as well as coronary artery disease.